Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After inserting a non-boston scientific (bsc) introducer sheath, intravascular ultrasound (ivus) knuckle was performed with a non-bsc guidewire. Pre-dilatation was performed with a non-bsc balloon catheter, but the lesion was insufficiently dilated. A 4mm x 20mm x 144cm sterling balloon catheter was advanced for further dilatation. However, during the second inflation at 12 atmospheres (atm) for 30 seconds, the balloon ruptured. The device was removed and replaced with a non-bsc balloon. Subsequently, three eluvia drug eluting stents were placed followed by post-dilatation with a sterling balloon and the procedure was completed. No patient complications were reported, and the patient was in good condition.